Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that the head of the screw sheared off upon applying counter clockwise torque while removing a 3.5mm locking screw slf-tpng w/stardrive recess 36mm on (B)(6) 2018. The patient was originally implanted with a tplo bone plate with two self tapping cortex screws and four locking screws on (B)(6) 2017. The dog became lame recently and upon evaluation was found to have suffered a meniscal tear on same leg, unrelated to the tplo procedure. Surgery was performed to repair meniscal tear and surgeon decided to remove implants while there. Upon applying counter clockwise torque to remove a 3.5mm locking screw slf-tpng w/stardrive recess 36mm, the screw head sheared off. Surgeon was able to successfully remove all implants with no harm to patient. Concomitant devices reported: unk - plates: tplo (part # unknown, lot # unknown, qty # unknown); unk - screw cortex (part # unknown, lot # unknown, qty # 2); unk - screw locking (part # unknown, lot # unknown, qty # 3). This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
A product investigation was performed. The screw (part number vs303.036, lot number unk, manufacturing date unk) was received at us cq with the head sheared off from the shaft. All pieces were returned. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable, as the device was returned broken. Dimensional analysis could not be completed due to post manufacturing damage. The complaint condition was confirmed as the screw was received broken. A visual inspection, drawing review and material analysis were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause can be determined, it is possible that the device encountered forces outside the scope of the design. No new malfunctions were observed while performing this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.